Event description:
This is a report from a consumer with supplemental information provided by a peritoneal dialysis nurse (pdn) of infection and peritonitis due to a break in aseptic technique coincident with dianeal low cal ambuflex. On an unreported date, the patient began treatment with dianeal low cal ambuflex, 11.5 l, nightly, intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter technical service (bts) regarding assistance with an unrelated alarm on the homechoice (hc) device, the home patient (hp) stated he currently has an infection (unspecified) and is on medication (unspecified) in his last pd fill bag. On (B)(6) 2012, baxter product surveillance (ps) spoke with the pdn to follow up on the alarm and the infection. The pdn, stated she was aware of the alarm and stated the home patient (hp) continued therapy without further issues. The pdn reported the hp had peritonitis due to his negligence (unspecified) using the cycler and that the infection was not due to a baxter device or solution. The pdn stated the hp is currently doing fine with the therapy. On (B)(6) 2012, baxter global pharmacovigilance (gpv) followed up with a pdn and received the following additional information. Per the pdn on (B)(6) 2012, the patient experienced cloudy pd effluent, and was diagnosed with peritonitis, however, was not hospitalized. The pdn further clarified that aside from the cloudy pd effluent with elevated cell count, the hp was asymptomatic. On (B)(6) 2012, the hp was started on ceftazidime, 2 gm, ip, daily for 3 weeks and cefazolin, 2 gm, ip, daily for 3 weeks. The pdn stated, the last fill bag of dianeal, low cal, ambuflex, 2l, with the antibiotics added was incorporated at the end of the patient's usual nightly pd regimen for the 3 week course of antibiotic therapy. On an unspecified date in (B)(6) 2012, at the completion of the antibiotic therapy, the last fill bag of dianeal with the antibiotics was discontinued. The pdn confirmed the cause of the peritonitis was a break in aseptic technique (details not provided). The pdn stated the hp was retrained in proper aseptic technique for pd therapy. Per the pdn, on an unspecified date in (B)(6) 2012, the hp was recovered from the peritonitis. Pd therapy was ongoing. Concomitant therapy was not reported. The pdn confirmed the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because it was reported there was a break in aseptic technique by the patient. The assignable cause for the break in aseptic technique was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.